Manufacturer narrative:
Eval summary: the 10 degree elevated liner was noted to have some wear directly posterior superiorly, possibly between the neck of the femoral stem and liner due to possible impingement. The liner and femoral head had been changed out and was noted to have good range of motion and stability with no impingement noted particularly posteriorly superiorly. X-rays were not provided; it was not able to be confirmed whether the components were implanted with the correct fit and orientation as per the surgical technique. From the revision surgical notes, although not proven, it appears that the stem and the elevated liner had impinged causing the wear of the liner. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised due to excessive wear of the liner.